Event description:
It was reported that the patient was not able to adjust his stimulation. It was noted that the patient programmer displayed the "call your doctor" icon. It was further noted that a power on reset (por) condition occurred. The patient noted that 'he walked through airport security about a month prior to the report, which could have been the cause of this." It was noted that a "warning por appeared on the screen." The patient outcome was not provided. Additional information was requested, but was not available as of the date off the report.

Event description:
Additional information received reported that the device was discharged. It was stated that the patient usually recharged once a month. It was further indicated that the patient could start a normal recharge session without a physician mode recharge. The same day, it was reported that there was an error code that showed 1000. The device was charged "some" and then interrogated and showed 0x1000. This was indicated as a cyclic redundancy check error. Clearing the power on reset (por) condition was reviewed. Two days later, it was reported that the patient was "happy" with their stimulation after the por condition was cleared. No additional information was reported.

Manufacturer narrative:
Product ID, 377875 lot# v003909, implanted: 2006 (B)(6), product type lead product ID, 377875 lot# v003909, implanted: 2006 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).